Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2025, during which a 27mm watchman flx pro closure device was implanted. The patient was discharged following the procedure. The patient made on a comment on a social media platform (facebook), that he was discontinued from eliquis after the implant and was started on plavix. A three (3) month computed tomography (CT) scan showed only partial occlusion of the left atrial appendage. At six (6) months post-procedure, the patient reported that plavix was discontinued. Nine (9) days later, he reported that the toes on both feet turned a very dark purple, nearly black. Because the patient has diabetes, he believed the discoloration was due to impaired circulation and feared possible amputation, however the patient further reported that incomplete closure of the appendage resulted in a leak, which he believed caused the discoloration. He has since transitioned to a new cardiologist and was restarted on eliquis.

Manufacturer narrative:
B3 date of event: event date estimated as 01/02/2026 as the event was first reported to have occurred three months after implant date of (B)(6) 2025.